Event description:
Instrument failure: the screw on the knob of the inserter sheared off inside of the implanted stem. This prevented the 8mm spacer screw from being inserted into the stem. The stem had to be explanted and a new stem implanted to allow use of the 8mm spacer.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this complaint was reported as the screw on the knob of the inserter sheared off inside of the implanted stem. The possible time in service for baseplate is 5 years and 6 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. A significant adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was not inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history records (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of this instrument. Complaint database review shows ten prior complaints filed against the instrument item number that reports a similar failure and one prior complaint against the instruments lot number. Those are 9 - broke/cracked/damaged and 1 - bent. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and after further examination, the knob of the implant inserter is broken at the threaded tip. The reported condition of the above instruments could possibly be a result of repeated use, misuse, wear, and care must be taken to avoid compromising their performance. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.